Manufacturer narrative:
Correction: device info, device manufacture date. Additional system component being reported for this event: brand name: heartware® ventricular assist system - battery serial #: (B)(4) - battery / model# 1650de / expiration date 2017-08-31/ UDI# (B)(4), device available for evaluation: no, device manufacture date: 2016-09-01, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two additional batteries were found to have power switching occurrences.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient that the controller would change power sources earlier than expected. No critical alarms or pump stops were observed. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in the event: (B)(4)- battery. Device available for evaluation: yes, return date - 2017-12-22. Device evaluated by MFR: yes. (B)(4)- battery. Device available for evaluation: yes, return date - 2017-12-21. Device evaluated by MFR. Yes. It was reported that the patient was experiencing power switching. The controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to address momentary disconnections. If information is provided in the future, a supplemental report will be issued.